Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. It was later reported that the iabp unit shut down and generated a "system failure" alarm. The customer rebooted the iabp unit which then resumed normal function. Therapy was then completed on the patient and the iabp unit was sent to the customer's biomed for evaluation. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h4 (manufacture date).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the iabp log files and observed error codes #2, #55, and #112 but was unable to duplicate the customer's reported issue. As a precautionary measure, the stm replaced the executive processor board. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. It was later reported that the iabp unit shut down and generated a "system failure" alarm. The customer rebooted the iabp unit which then resumed normal function. Therapy was then completed on the patient and the iabp unit was sent to the customer's biomed for evaluation. There was no patient harm and no adverse event was reported.